Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the needle with the shied was separated from the hub. According to the bdj's sales rep's information, the customer (animal clinic) used a great force to remove the shield because it was tight.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the needle with the shied was separated from the hub. According to the bdj's sales rep's information, the customer (animal clinic) used a great force to remove the shield because it was tight.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/20/2020. H.6. Investigation: customer returned two (2) used 29gx12.7mm, 0.3ml bd insulins syringes from lot 0020552. Consumer reported the needle with the shield was separated from the hub and the customer (animal clinic) used a great force to remove the shield because it was tight. Both returned syringes were examined, and needle hub separation was not observed on either syringe. Both syringes were tested to determine the shield removal force. Both syringes tested within shield pull specification. Removing the cannula shields did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted for cracked hubs. Root cause cannot be determined at this time as the issue is unconfirmed.